Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got no delivery and pump error alarms on insulin pump. The customer¿s blood glucose level was 226 mg/dl. Customer stated the insulin did not exit and pump alarmed no delivery. The insulin pump will not be returned for analysis.